Event description:
It was reported that the cannula curvatures were incorrect on three m6sct/cfs, specialized single cannula cuffless tracheostomy tubes. Although this was visually detected by the pt's physician prior to use, the attending physician proceeded to intubate the pt with the devices. It was also reported that the pt experienced minor bleeding and stoma site irritation following intubation. One of the used devices was reportedly discarded at the physician's office. Limited info is available regarding the event, pt and/or device usage and maintenance. There was one pt involved with no reported pt compromise. Two of the m9sct/cfs devices were returned to the MFR for decontamination, analysis and investigation on 02/16/1998.